Event description:
It was reported there was an issue with a surgical procedure in regards to a lead model # 3776, lot # v589832007. The physician noted that the distal tip of lead was not sealed up and they did not want to use the lead. The physician noticed this after passing the lead into the epidural space and while in the process of changing out the stylet. While the physician was threading stylet into lead he discovered that the distal end of the lead was "hollow" . Another lead was used instead. The patient recovered without sequelae.

Manufacturer narrative:
Product ID, 3776-60 lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ lead product ID, 3776-60 lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ lead product ID, 3776 lot# v589832007 serial# implanted: 2012 (B)(6), explanted: 2012 (B)(6), product typ lead product ID, 37754 lot#, serial# (B)(4), implanted: explanted: product typ recharger product ID, 37744 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).